Event description:
It was reported that during a laparoscopic esophageal hernia repair procedure, the surgeon noticed that the trocar was leaking throughout the entire surgery. The leaking occurred when the ultrasonic shear was inserted or another reusable instrument. The leaking also occurred when no instrument was in the port. The surgeon used the original trocar to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflation? Occasionally. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes and yes. What was the gas consumption rate or volume (liter/minute)? Unknown. Were you able to identify where the leak was coming from? The valve. Was a device inserted in the trocar during the leaking? Yes, but it leaked without a device too. If so, what device? Aesculap grasper. Was any torque being applied to the trocar or device? On occasion. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformance. Device b additional information: batch # unk, expiration date: unk, manufacturing date: unk.